Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: (B)(6) 2017. One used lf1212 ligasure device was received, and evaluation of the sample confirmed the issue with an exposed knife but could not confirm that the issue occurred prior to use. Visual inspection found the k-side of the handle had broken at the weld, exposing the knife. The device was also found to have signs of use in a procedure. Magnification of the weld damage found no defects in the original weld. The investigation found the root cause of the reported event to be damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device was not assembled correctly. There was no patient injury. Examination of the received device on (B)(6) 2017 found it was damaged in a way that exposed the knife blade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.